Event description:
Customer reported patient on multiple drips and was on the way to the operating room to close his chest. Reported, the pump read "channel disconnect" and the pump turned off. A high dose epinephrine drip was running at the time on this pump. The surgeon had to perform CPR while the anesthesiologist was trying to get the channel to connect and reprogram it. The patient ended up coding in the operating room and eventually died later. Patient was very sick and this event probably did not end his life but may have contributed. No additional information was available.

Manufacturer narrative:
(B)(4). Customer reported, the pump was not sequestered and serial numbers were not identified. At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.